Manufacturer narrative:
Internal complaint # (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was performed. While it was reported that there was no patient involvement, signs of clinical use and evidence of blood were observed. Signs of clinical use with evidence of blood were observed on the tool handle. Charred tissues and blood were also observed on the tool jaws. It was also observed that the shaft tip just before the scissor like jaws was slightly bent. Microscopic inspection showed the heater wire on the hot jaw was flexed at the middle part but remained attached to the tip and base. The silicone boot insulation appeared intact. Based on the returned condition of the device and the evaluation results, the reported failure material twisted/bent; jaw was confirmed. The analyzed material twisted/bent; wire was also confirmed. The shop floor paperwork(DHR) was reviewed for the hemopro 2. All the test results meet the specifications and requirements. There were no non-conformities observed. Specific actions for the analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaw was bent. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaw was bent. A replacement device was used to complete the procedure. No patient involvement.